Event description:
It was reported there was a serious programmer error when the programmer was turned on. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported there was a serious programmer error when the programmer was turned on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up with an error. As a result, the software was reloaded.